Event description:
The complainant in japan had an impella cp that failed delivery despite all troubleshooting and measures taken. The pump did not deliver and the team instead placed ECMO. After the delivery failure the team observed a dissection that may have been due to the insertion attempts. The dissection cascaded up from the impella access through the aorta. Surgical intervention was considered, however the patient expired from underlying heart failure.

Manufacturer narrative:
The medical team in japan discarded the impella product. No benchtop analysis is possible to root cause. Should more information be shared that leads to root cause, a final report will be filed. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation for the reported delivery issue, vascular damage, and death has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were sufficient to determine a root cause. The cause of the reported issues is patient condition. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.